Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. Unit received with minor scratches on lcd window, cracked case at display window corners, and battery tube threads. Unit received with broken belt clip slot.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error while programming a bolus. The keypad on the insulin pump was unresponsive. A month ago the buttons on the insulin pump were freezing. Customer's blood glucose level was 167 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.